Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met,and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after lead integrity alert (lia) triggered on the right ventricular (rv) lead. It was noted that there was noise, sensing integrity counter (sic) was elevated, there were non-physiologic v-v intervals, and there were non-sustained ventricular tachycardia (nsvt) episodes. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.